Manufacturer narrative:
Additional, changed, and/or corrected data: b5, d1, d2, d4, g4, h6.

Event description:
Healthcare professional additionally reported " breast implants were saline but the silicon around them was all perforated and stuck to my ribs, muscle¿ and ¿escaped silicon on scar capsule¿.

Manufacturer narrative:
Continued h.6. Health effect - impact code: f2203. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: "escaped silicon on scar capsule".

Event description:
Patient reported left side ¿chronic pain¿, ¿feel very heavy on my chest¿, ¿hard to breath¿, ¿are very large¿, and ¿pain and swelling of my breasts¿. Patient additionally reported the following events, which are not device-related: ¿systemic scleroderma¿, ¿chronic fatigue¿, and ¿brain fog¿. Healthcare professional later reported left side "escaped silicon on scar capsule". Device has been explanted.